Event description:
It was reported that when the device was fired clips shot lateral to the jaws and do not form clips. These devices are used in the lab, therefore there was no procedure to complete.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of devices (b and c) found that they were received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the devices were functionally evaluated. Upon firing of the devices, the remaining clips were ejected and then, they locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review. Devices b and c - additional information: batch # j9105n, expiration date: 03/2017, manufacturing date: 04/2012.